Event description:
It was reported that unknown particles were observed in a 4l oxygen barrier bag after filling the bag with an unknown solution. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and digital light microscopic examination revealed that there were two particles inside the bag. The first particle had an approximate size of 0.3 mm, and was determined to be an eva polymer via fourier transform infrared (ftir) spectroscopy. The second particle had an approximate size of 1.1 mm, and was determined to be a secondary amide-containing material via ftir spectroscopy and energy-dispersive x-ray spectroscopy. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.